Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 2 devices were evaluated in the field and the issue was confirmed; 1 device had a dirty component, 1 device had a bent component, and 1 device had a worn component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the cot was difficult to load/unload. There was no patient involvement.